Event description:
It was reported, through heart rhythm case reports. That five days postretrieval, the right femoral surgical site developed an infection. It was successfully treated with antibiotics and drainage. The patient was stable.

Manufacturer narrative:
Review of sterilization records unable to be completed. As there was no identifying product information.